Manufacturer narrative:
Patient code: no known impact or consequence to patient. Device code: break is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter used in the chest area broke at the connection site. To date, additional event information has not been provided. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction: the device had been received by the manufacturer at the time of the initial MDR submission. Investigation - evaluation: a review of the dimensional verification, review of documentation, and visual inspection of the returned device was conducted during the investigation. The device was returned and examination has confirmed that the catheter shaft has separated from the mac-loc hub. All measurements were within specifications except the flare diameter. We cannot confirm that the flare is non-conforming to due possible damage or deforming when being pulled from the mac-loc cap. Document review was conducted and established that proper procedures are in place to identify/prevent this failure mode prior to distribution. Due to the root cause being possibly related to the flare manufacturing, but an inability to confirm the non-conformance, the root cause is currently inconclusive. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due for the specific lot as the lot number is unknown. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the risk assessment no further action is required at this time. We will continue to monitor for similar complaints.